Manufacturer narrative:
One 12tlw404f catheter without any attached components was returned for examination. Blood was observed on balloon. The reported event of "the balloon ruptured" was confirmed. The balloon was found to be ruptured. After cutting the proximal windings, the ruptured edge did not appear to match up. No visible damage or inconsistency was observed from both windings and catheter body. The through lumen was patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and unaided eye. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." "And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter (see specification table)." A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that balloon was ruptured during use. There were no patient complications reported. Patient demographics were unable to be obtained.